Manufacturer narrative:
Additional information is pending. Upon further information this investigation will be updated.

Event description:
It was reported that abnormal measurements were seen when it comes to this device, but when attempting to reproduced the measurements it was not possible. An inquiry was sent to technical services (ts). Ts noted that in march 2019 all the three channels showed pace impedance measurements which were out of range for one day. In july 2019 there were also changes in the left ventricular pace impedances and shock impedances. The health trend showed a sudden change in the thoracic impedance, respirator rate, mean heart rate, and left ventricular pacing. Ts wanted to know if any re-intervention was done on the system or if the patient had any other surgery or imaging diagnostic techniques. Ts noted that one event showed mild myopotentials on the right ventricular channel, and in july 2019 noise was recorded on all three channels, possible related to the minute ventilation (mv) sensor. The noise seen showed high amplitude deflections on all three channels. Ts noted that the noise recorded on the right ventricular channel was likely abdominal or diaphragmatic in origin. No adverse patient effects were reported.